Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane and performed a filament calibration. System operates as intended. (B)(4).

Event description:
The customer reported the system stopped fluoroing. No pt injury was reported.